Manufacturer narrative:
Device labeling single use. No conclusion can be drawn.

Event description:
In 2009, while affiliate attended the joint symposium of another country's association for ocular infection, it's ocular inflammation society and another country's contact lens society, an eye care professional reported having seen and treated a pt with acanthamoeba keratitis while wearing 1 day acuvue lens. The doctor reported that the pt had been wearing a 1-day acuvue lens for one week. Specific pt information is unk. The product and lot number were not available for evaluation and/or investigation. Based on the limited info available, no further investigation can be conducted at this time. No additional info is expected to be received. If additional info is received, will report within 30 days of receipt. All MDR reports are reviewed at quarterly management review meetings.